Event description:
(B)(4). It was reported via a maude event report, procedure, "on (B)(6) 2009, pt was rushed to (B)(6) med ctr., complaining of left side of heart chest pains, by brother! Two stent heart procedures performed, on pt! Was put (i.c.u.) On medical (B)(6) coma. Two stents (almost 5 months) everyday, every hour, are heavy, and hurt severely to live with! How are these awful devices prolonging life when the quality of life is bad?" No further information is available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).